Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. The event history log cannot be downloaded due to error code 45639 occurring upon power up. There were no service history records for this device in the last 12 months. Functional testing revealed error code 45639 when turning on. The most likely cause of issue is due to the main board. The main board was replaced, and the device passed all functional tests after the repair.

Event description:
It was reported that the pump showed error code 41626. There was unknown patient involvement. No patient harm/adverse event was reported.